Event description:
Customer reported the au680 clinical chemistry analyzer generated erratic erroneous patient results for sodium (na) and potassium (k).there was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic. The customer provided an example patient result for na, and k.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and determined the issue was caused by malfunctioning ise (ion selective electrode) buffer valve and reference electrode. The fse replaced the ise buffer valve and reference electrode to resolve the issue. No further issue noted after replacing parts. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).